Event description:
It was reported that during testing conducted at the manufacturer facility, the es6 sagittal saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences associated with the device.